Manufacturer narrative:
The product was not returned for analysis. The complainant indicates the use of non company as a viscoelastic, which is not qualified for use with company model, this is not a qualified company product combination. Received video shows iol implantation. The device preparation is not shown. When the cartridge tip comes into view, the iol has been advanced into the cartridge tip. As the iol is advanced thorough the cartridge tip, unable to determine if the iol is correctly folded within the cartridge as the cartridge focus is blurred at this moment. The iol enters the eye and begins to unfold it is manipulated with two different surgical tools. A mark can be seen extending from the optic edge through the centre of the optic. Unable to determine if the mark is on the anterior or posterior surface of the optic. We are unable to determine the origin of the reported complaint, our observations reasonably suggest that it is may not be manufacturing related. Based on the information provided by the customer, the root cause could potentially be failure to follow IFU, as the customer states the use of non-qualified viscoelastic. The use of an unqualified ovd may cause damage to the lens and potential complications during the implantation process. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during surgery, that after removal of the viscoelastic by ia, a 0.5 mm scratch was found near the center of the iol optic during centering. The surgery was completed without product replacement. The sample was not available as it still remains in the patient's eye. Additional information has been requested.